Event description:
It was reported that an ilet user experienced intermittent failure of the sleep/wake button and erratic touchscreen behavior, including unintentional jumps between on-screen selections, consistent with an unresponsive key or button and involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an electrical problem associated with the switch/relay consistent with an unresponsive button behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.